Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a device reset was confirmed in the laboratory and was due to a power on reset. Further analysis found that there was a damaged component within the high voltage circuitry. The cause of the power on reset could not be determined.

Event description:
It was reported that the patient presented to the hospital for a cardioversion procedure. Interrogation revealed the device was in hardware back-up vvi mode with no therapy available. The device was explanted and replaced.